Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 07/20/2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.